Event description:
It was reported that "we encountered a 5-year-old boy who underwent living-donor kidney transplantation (kt) at age 4 years because of end-stage kidney disease caused by posterior urethral valves. At 4 months after kt, vur (grade IV) and bladder dysfunction worsening were detected by voiding cystourethrography. A second febrile urinary tract infection (uti) was treated with endoscopic deflux injection in the neo-orifice of the transplanted kidney after 2 weeks of antimicrobial therapy. Postoperatively, the patient experienced a temporary decrease in urine output. Increased creatinine was observed on postoperative day 1. The renal pelvis was more dilated than it was preoperatively, and ureteral dilatation was observed. A bulge associated with deflux injection, consistent with the injection site, was observed in the bladder. Additionally, because the graft function continued to decline, acute kidney injury (aki) associated with ureteral obstruction after deflux injection treatment was diagnosed, and a ureteral stent was placed on postoperative day 4. The graft function gradually recovered. Four months later, the ureteral stent was removed. Exacerbation of hydronephrosis of the transplanted kidney was not observed, and the graft function was stable. Although the patient experienced residual vur after kt, excretion control was continued and uti recurrence was not observed."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "we encountered a 5-year-old boy who underwent living-donor kidney transplantation (kt) at age 4 years because of end-stage kidney disease caused by posterior urethral valves. At 4 months after kt, vur (grade IV) and bladder dysfunction worsening were detected by voiding cystourethrography. A second febrile urinary tract infection (uti) was treated with endoscopic deflux injection in the neo-orifice of the transplanted kidney after 2 weeks of antimicrobial therapy. Postoperatively, the patient experienced a temporary decrease in urine output. Increased creatinine was observed on postoperative day 1. The renal pelvis was more dilated than it was preoperatively, and ureteral dilatation was observed. A bulge associated with deflux injection, consistent with the injection site, was observed in the bladder. Additionally, because the graft function continued to decline, acute kidney injury (aki) associated with ureteral obstruction after deflux injection treatment was diagnosed, and a ureteral stent was placed on postoperative day 4. The graft function gradually recovered. Four months later, the ureteral stent was removed. Exacerbation of hydronephrosis of the transplanted kidney was not observed, and the graft function was stable. Although the patient experienced residual vur after kt, excretion control was continued and uti recurrence was not observed."

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was available for analysis. All lots of solesta are released by both galderma/q-med contract manufacturer) and palette life sciences (legal manufacturer). Both releases ensure that the product's predetermined specifications, as noted in the relevant palette part specifications, are met and that there are no critical deviations associated with the reviewed lots. Without the device to evaluate the probable cause could not be determined from the available information. Palette life sciences will continue to monitor and trend for reports of this nature.